Event description:
It was reported that during an implant procedure the physician had difficulty positioning the right ventricular (rv) lead. It was noted that the difficulty was due to an extra rotation of the heart along the three axes. Towards the end, the patient developed arterial hypotension, which prompted the physician to request an urgent echocardiogram in which the patient had cardiac tamponade. A pericardiocentesis was performed by another physician which noted that the procedure was complicated and the pleura was punctured. At the end, the physician was able to aspirate a sufficient amount of blood to improve and minimize the detachment. The patient currently has stable vitals and is being monitored in ICU. The plan is to perform a CT scan. At this time, the lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that during an implant procedure the physician had difficulty positioning the right ventricular (rv) lead. It was noted that the difficulty was due to an extra rotation of the heart along the three axes. Towards the end, the patient developed arterial hypotension, which prompted the physician to request an urgent echocardiogram in which the patient had cardiac tamponade. A pericardiocentesis was performed by another physician which noted that the procedure was complicated and the pleura was punctured. At the end, the physician was able to aspirate a sufficient amount of blood to improve and minimize the detachment. The patient currently has stable vitals and is being monitored in ICU. The plan is to perform a CT scan. At this time, the lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction report being filed to correct field h6. Patient codes.